Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate programming caused inappropriate auto mode switching episodes. The patient was asymptomatic. The device was reprogrammed. The patient was doing fine post event.